Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient faced insulin leakage next to catheter event on (B)(6) 2025. The infusion set was in use for less than one day. No further information available.